Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient had a knee washout for infection. Swapped poly at his point. Right knee.

Manufacturer narrative:
An event regarding revision due to infection involving a no 5. Triathlon ts plus tibial insert x3 poly 16mm insert was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: in this case no correlation between any specific device property and infection can be established. An infection was already present prior to current device implantation. As such, this pi case is not device-related but has its root cause in an adverse mix of patient-related and procedure-related factors. Device history review: indicated all devices accepted into final stock met specifications. Complaint history review: there has been one other similar event for the lot referenced and no similar events for the sterile lot referenced. Conclusions: medical review indicates that this case is not device-related but has its root cause in an adverse mix of patient-related and procedure-related factors similar to the case already presented in the related pis. Further information such as pathology reports, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by (B)(4). If devices and/or additional information become available, this investigation will be reopened.

Event description:
Patient had a knee washout for infection. Swapped poly at his point. Right knee.